Event description:
My son ingested the bacteria in the first years teether that was recalled. He has undergone 2 procedures and more will go on this week. I contacted the co and they are still not reporting any serious illness. There have been leaking reports, bite through, and cuts. My son is still seriously ill. Please help me help other parents regarding the serious reactions of this bacteria that my son ingested. The co has not been forthright with us to date.